Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2012, customer reported that a capacitor (a 5 farad capacitor) from their newly fitted compressor began to smoke during operation of the fc500 instrument the day before ((B)(6) 2012). Customer also reported that the dump valve 32 (vl32), which provides system air pressure, failed during this incident. There was no report of flames or arcing. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument on (B)(4) 2012 and exchanged the capacitor and replaced vl32. This resolved the issue and no further problems were reported.